Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump experienced an alarm and an unexpected restart 2 days prior, after a battery change. The caller also reported that the insulin pump had an unresponsive keypad, so the alarm could not be cleared. The most recent blood glucose reading was 138 mg/dl. The caller also noted that a button error alarm occurred. Battery replacements did not resolve the issue. Advised replacement of the insulin pump. Nothing further reported.